Event description:
It was reported that the customer had a button error alarm on her insulin pump at the time of bolus. Her blood glucose was 260mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act button response. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.